Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to issue items for the patient. A technical support specialist confirmed that the user activated the patient in mql to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that in a pyxis medbank system the patient ID was not showing at the cabinet. The customer reported that the user was unable to issue medication for the patient. There were no adverse events or injuries reported based on this event.